Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of reen1256 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reported that the device was pulled out according to protocol without resistance, during the course it was pulled out 38 cm as inserted, but it was noticed that the tip was broken.